Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the b button was not sensitive. The insulin pump was not returned for analysis.

Manufacturer narrative:
The device had unresponsive all buttons due to unlocked lcd keypad connector. Also the device had flattened bolus express and act buttons dome switch.